Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)" "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." No product returned for evaluation.

Event description:
On (B)(6) 2017, a patient underwent posterior spinal fusion at the l3-sai levels. During a follow-up, an x-ray film indicated two screws had loosened at the l3 level. A revision procedure was performed on (B)(6) 2017, to remove the loosened screws, added two screws at the l2 level and replace the rods. It was also reported nesplon cables were added at the l2-l3 levels. Reportedly patient is doing well post-surgery.